Event description:
Device flashing 'off' on screen. Removed cover and discovered strip stuck in device. After cleaning, strip dispensed but drum and control displayed on screen. Customer ejected second strip, but result of 32 mg/dl displayed without testing.